Event description:
The customer reported that this bedside monitor (bsm) is intermittently disappearing from the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) was intermittently disappearing from the central nurse's station (cns). The customer also reported that the issue was resolved once the cns was rebooted. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and advised the customer to reboot the cns via windows and not the cns application, which resolved the issue. The root cause is determined to be the facility's network environment. This was most likely caused by an ungraceful exit, or a preventative maintenance was not performed.

Manufacturer narrative:
The customer reported that this bedside monitor (bsm) is intermittently disappearing from the central nurse's station (cns). . The customer also reported that the issue was resolved once they rebooted the cns. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional model information: a cns was used in conjunction with this bsm, and it is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns - model: ni s/n: ni approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni.

Event description:
The customer reported that this bedside monitor (bsm) is intermittently disappearing from the central nurse's station (cns).